Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8637-20 neuro pump ; 8709sc catheter, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there were episodes on the implantable cardiac monitor which showed asystole due to undersensing. The device remains in use. No patient complications have been reported as a result of this event.